Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to use a taxus express2 3.0x28mm drug eluting stent to treat a lesion in an unknown vessel. The stent was unable to pass and was found to be "frayed". The physician continued on to predilate with a maverick balloon and quantum balloon and crossed with another taxus stent. No patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.